Manufacturer narrative:
Analysis of the programmer (B)(4) revealed antenna jack broken.

Event description:
A consumer whose indication for use is essential tremor and movement disorders reported that on (B)(6) 2015, the patient programmer was not functioning and would not sync. The patient was seeing the sync screen even after pushing the sync button. The patient had gone to the healthcare professional's office. The patient programmer had not been dropped or gotten wet. The result was the same both with and without the antenna attached. The patient programmer had not appeared to be turning off or changing. No patient symptoms or patient injury was reported. The patient uses the patient programmer to turn therapy on and off and currently therapy was off due to the patient programmer not functioning. The patient indication for use were essential tremor/movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.